Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was undergoing a facial procedure and as a result this ICD oversensed electromagnetic interference (emi) and delivered one round of anti-tachycardia pacing (atp). Technical services (ts) reviewed the available data. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.